Manufacturer narrative:
The device history record was reviewed, and based on the lot numbers provided, no issues of any kind were detected during the manufacturing of this code. The customer provided samples of two lot numbers. Lot numbers 11hch361 and 12ach018 were manufactured in august 2011 and january 2012, respectively. Expiration dates would be august 2016 and january 2017. We conducted a random visual examination of the mask samples provided from both lot numbers. From the masks examined, fibers could be detected in the 2mm to 3mm range in length. No more than 4 - 5 fibers could be detected in the inner surface of the face masks examined, which has a dimension of about 4 inches in width by 7 inches in length. No other observation could be made. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso 10993, biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. In addition, the materials used in the manufacturing of these particular mask lot numbers met specifications; there have not been any material changes. This mask is composed of polypropylene and cellulose components. The root cause for the reported issue cannot be determined. We will continue to monitor for complaints of this nature.

Event description:
Physician felt like he was having an anxiety attack and could not breathe. He dropped out of the case he was doing, and went to the emergency room where he was given a steroid injection and a breathing treatment. It was reported that he broke out where the mask was applied. He is doing fine now